Event description:
A nurse reported that a pt was admitted to a hosp on (B)(6) 2014, due to experiencing respiratory distress. On (B)(6) 2014, the pt expired. This nurse reported that the pt was not dialyzing, at or four hours prior to the event. There was no reportable device malfunction.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested med records and investigations are pending. A supplemental medwatch report will be submitted when med records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.